Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose level was 450 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown whether the auto mode feature was active or not at the time of incident. Customer also stated insulin pump had recurring insulin flow block alarms. Customer had not tried all recommended troubleshooting. The device will not be returned for analysis.